Event description:
It was reported that a home patient experienced a leak from their transfer set. This event occurred during an unspecified step of peritoneal dialysis therapy. Nothing unusual was reported that would cause or contribute to the leak. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The transfer set was returned to baxter healthcare for evaluation. Visual inspection and microscopic inspection did not identify any abnormalities that could have contributed to the reported condition. Clear passage testing, clamp function testing, and leak testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.